Event description:
It was reported that the patient's device reached elective replacement indicator (eri) just after two years of use. Premature depletion is suspected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary:#the device was returned and analyzed. Re-analyzation indicated the actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Longevity calculation was updated with clinical data review files and an updated longevity calculator. The new calculation increased the longevity result to 68% from 42%.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.